Event description:
The pump was returned for investigation. Evaluation revealed that there were perimeter crack and scratches on the display lens and contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the keypad is worn. The contrast button was found to be unresponsive. There was contamination under the contrast button. The audio bolus button is torn exposing the slug. There were perimeter crack and scratches on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .